Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving unknown baclofen (2000 mcg/ml at 102.1 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient felt they were having an increase in groin pain after their last pump replacement. The reported an increase in groin pain when sitting in a chair. They stated that they felt more pressure on their groin when sitting from the pump and would need to manipulate or reposition to ease the pain pattern. The patient underwent a pump pocket revision to relocate the pump in the patient's abdomen. The issue was resolved at the time of the report. The hcp had no additional information for the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.